Event description:
It was reported that the fluid line ruptured with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no. 383536 batch no. 8346613. (2of2) it was reported that the entire fluid line ruptured.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample provided. Bd received one 20ga nexiva catheter-adapter extension set along with an empty-open package from lot 8346613. The needle assembly was not returned for evaluation. Through the visual examination, the extension tubing of the unit received was disconnected from the winged adapter. There were no traces of adhesive observed on the extension tubing. The reported issue was confirmed as the adapter was separated from the tubing. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions were previously initiated to monitor the reported issue.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the fluid line ruptured with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no. 383536, batch no. 8346613. (2of2). It was reported that the entire fluid line ruptured.